Event description:
This male pt with a history of unstable angina, myocardial infarction (mi), hypertension, diabetes, chronic renal failure with hemodialysis was admitted for emergent coronary eval secondary to acute mi. The pt was currently taking aspirin, ticlid and cilostazol. Angiography revealed a 30mm, de novo, concentric type c lesion in the proximal through mid right coronary artery (rca). The vessel was described as 3.3mm in diameter with an angulation at the lesion site (flexion lesion). Flow through the vessel was timi I. Heparin was administered. Clotting times were not measure during the case. The lesion was predilated with a 3.0x20mm ptca balloon inflated to 12 atms. A 3.5x18mm cypher stent was positioned in the distal portion fo the target site and was deployed to 12atms. A second 3.5x18mm cypher stent was then positioned proximal to and overlapping the edge of the first and was deployed to 20atms. The stents were not post dilated. Ivus was conducted and confirmed 0% residual stenosis with timi iii flow through the vessel. The pt was discharged with orders for daily admin of aspirin, ticlid ( 2months duration), and cilostazol (9-months duration). Ten months post index procedure, the pt presented with chest pain. The pt was currently taking only aspirin for anti-platelet therapy. Angiography was conducted and a thrombus was observed in the previously placed cypher stents in the rca. To treat the thrombus, aspiration thrombectomy was conducted followed by balloon angioplasty with a 2.5x15mm maverick balloon and a 3.25x15mm apollo balloon. The pt was discharged in stable condition after 2 weeks hospitalization. The treating physician stated that the possible cause of the thrombotic event was because the pt was on dialysis and the stent was under-dilated.

Manufacturer narrative:
Please note: this report reflects two devices with the same catalog and lot number implanted in the same target lesion. Japanese cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.